Event description:
According to the available information, patient cannot get the implant as hard as they had hoped to. Additionally, it seems they have lost some length as they were told might happen.

Manufacturer narrative:
The device was not returned for evaluation [remains implanted]. Without the benefit of analyzing the device, quality cannot confirm any observations and cannot comment on the condition of the device. If the device becomes available, or additional information is received, a follow-up report will be filed. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.